Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed the setscrew was backed out beyond the point of being able to engage with the connector block. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. A known good lead was inserted and withdrawn 3 times into the connector port and the results showed it was within specification. Normal impedances were also observed. Good, stable output was seen with the electrode pairs the ins had when received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the doctor was unable to insert the lead fully into the ins battery. They tried loosening the set screw but were still unable to insert the lead properly into the battery. This was tried many times and the impedances were checked and had ¿errors¿ on all electrodes. A new ins battery then had to be used and the lead was successfully connected. The issue was reported as resolved. No surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. Additional information was received from the manufacturer representative on (B)(6) 2019 that reported the ins was "opened and not used".there were no further complications reported or anticipated.